Manufacturer narrative:
Internal complaint reference: (B)(4). Wang gf.; xie hg. & song y. (2020). Postoperative hemorrhage in low-temperature plasma-assisted h-uppp: cause analysis and prevention measures. China medicine and pharmacy, vol. 10, pp. 1-8. .

Event description:
It was reported that on the literature review "postoperative hemorrhage in low-temperature plasma-assisted h-uppp: cause analysis and prevention measures", 10 patients had complications after a low-temperature plasma-assisted h-uppp procedure using a coblator ii surgery system with evac 70 and reflex 45 coblation wands. 9 patients had secondary bleeding, from which 3 were 7 days after the surgery, 4 were from 7-9 days, and 2 within 14 days, the bleeding was stopped after close observation, icing of the neck, oral epinephrine saline, intravenous infusion, or intramuscular injection of hemagglutinin and also stopped after local pressure (more than 10 min) or local anesthesia with bipolar electrocoagulation forceps. Moreover, another patient had primary bleeding (300ml) which required anesthesia through oral intubation, the operation area was found to be bleeding from one branch of the ascending pharyngeal artery, and the bleeding stopped after plasma evac70 wand was used for complete coagulation. The patients' outcomes are unknown. No further information is available.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.